Event description:
It was reported that the tube that slides in the articulating legrest is bent on the solara3g wheel chair. She states the provider doesn't know how the issue occurred, however, the chair is owned by a consumer and they have had the chair less than 2 weeks.